Event description:
It was reported that during the implant procedure, loss of capture, low impedance and decreased sensing were observed. The lead was replaced when repositioning was unsuccessful. No adverse consequences were reported after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: analysis was normal. No anomaly was found.